Event description:
Additional information received reported the patient had no concerns with device or therapy. The patient received assistance and concerns were resolved. It was noted the patient had an appointment in (B)(6) 2012.

Event description:
It was reported that the patient's ins "broke" and was explanted in (B)(6) of 2011. The patient lost 30 pounds and the ins buckled. The hcp revised it, but it never worked right. The patient stated that the removal was very painful and recovery was not easy. The patient also stated that the hcp did not increase her battery enough. The patient planned to have a new ins implanted in (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3093-33, lot# v035783, implanted: 2007-(B)(6), explanted: unknown; extension model 3095-10, serial# (B)(4), implanted: 2005-(B)(6), explanted: unknown; programmer model 3031a, serial# (B)(4).

Event description:
Additional information received from the consumer reported that the patient's device was taken out because it quit working. The patient lost a lot of weight because their health care provider (hcp) didn't set it up right. They had to put a solid piece in that went from the battery to the leads and it bent outward because the patient was so skinny. They planned on putting a new one in and there wasn't time to do it because the patient had too many issues with their health.